Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy open procedure, while being applied at the esophagogastric junction, the stapler was unable to fire although the surgeon as able to press the green button and squeeze the handle. A new product had been used to complete the case. There was no patient injury.